Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the reported malfunction. System evaluation found no issues or error. The system was tested, found to be operating as intended, and release to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to not make an image. Limited information from customer on exact issue with system.